Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not complete the load fill tubing step. There was no adverse impact to the customer's blood glucose level. The customer was able to resolve the issue by repeating the load fill tubing step and continued to use the pump for insulin therapy.